Manufacturer narrative:
A beckman coulter field customer technical support (cts) specialist assisted customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. The customer replaced the ise tubing to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported obtaining erroneous low anion gaps for ise (ion selective electrolyte) patient results and quality control (qc) results which includes na (sodium), k (potassium) and cl (chloride) on their dxc700 au chemistry analyzer. The customer repeated the sample on another au system and obtained results considered correct by the customer. The erroneous results were not reported outside the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.